Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, a patient mentions teeth started to get loose after 2 weeks of wearing the byte clear aligners. At this moment the patient is advised to stop using the retainer indefinitely due to the severity of the mobility.